Manufacturer narrative:
Concomitant medical products: product ID 8711 lot# j0058206r serial# implanted: (B)(6) 2001-08-20 explanted: (B)(6) 2002 product type catheter h3: the pump was returned, and analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j0058206r, implanted: (B)(6) 2001, explanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot#: (B)(4), ubd: 21-feb-2003, UDI#: (B)(4). Additional patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient presented to the physician with increased urination, itchy-ness, irritability, increase in tone and spasticity, and signs of withdrawal. A catheter access port was done and no csf was retrieved. It was noted they were unable to aspirate the catheter but when the surgeon checked the catheter it aspirated with ease. Neurosurgery was consulted to do a catheter revision, date to be determined. It was further reported the patient was admitted overnight, on (B)(6) 2020, and given a 50 mcg bolus through pump with no response. Upon seeing the patient, on (B)(6) 2020, they started receiving 75 mcg bolus through the lumbar puncture. It was noted the hcp accessed the pump yesterday and there was no drug in the reservoir when there was expected to be 33 ml. The patient experienced overdose symptoms of being very loose, unable to move, and vomiting after the (B)(6) 2020 refill. It was assumed the patient experienced a pocket fill. The pump was without drug for 22 days since assumed pocket fill. The pump was replaced since the internal tubing inside the old pump was not patent for the 22 days the pump was empty.